Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.106 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Measured main ground bus resistance from door post to power entry module rear ground prong; total ground bus resistance was 0.295 ohm. Measured door frame to door post resistance, resistance was 0.298 ohm. Measured door frame to power entry module (pem) rear ground prong, resistance was 0.3 ohm. Tested main ground bus for intermittent operation, door frame to door post resistance fluctuates as high as 1.198 ohms with agitation of the door post. The assignable cause of the ground bond failure was poor connection at the door frame to door post interface. Scrap the door post. Device was sent to servicing.

Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.106 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.